Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device manufacture date is unknown, no product information has been provided.

Event description:
It was reported that the device was explanted on (B)(6) 2022 and was noted to have a fracture in the body of the device, allowing extravasation of infused fluids. Unknown if there was patient injury. The patient received chemotherapy through port prior to awareness that there was a defect. The device was removed and replaced. Additional information was requested; however, no further information was received.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection under normal conditions of illumination. The sample was received with the catheter separate to the port, a small section still attached to the inlet tube of the port; the surface on both catheter sections looks smooth there are no marks of stress. Failure mode reported is not confirmed. Other analysis was not required. Device passed all functional testing. No problem found. After a review of the different verifications that are performed during the manufacturing process to detect damage components and a 100% test for occlusion or leaks leak test, the most probable root cause is that damaged occurred after the product left the facility. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).